Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed however a probable cause could not be determined. The event can be detected/prevented by following the instructions for use which state: [instruction manual evis lucera ultrasonic gastrovideoscope olympus gf type uct260] ·chapter 6 washing, disinfection, sterilization ·chapter 7 washing, sanitizing, sterilization hands olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gatrovideoscope exhibited residual fluid or foreign body through the forceps opening and a foreign object near the forceps stand. There was no patient involved.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reported in b5. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the instrument/suction channel with water. The customer wiped/brushed the instrument channel outlet with a clean lint-free cloth, brush, or sponge, and brushed the instrument channel, instrument channel port, and suction cylinder with no delays and no abnormalities were observed. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The endoscope was presoaked in a detergent solution, the forceps elevator was brushed and flushed with a detergent solution with no abnormalities observed. Should additional relevant information become available, a supplemental report will be submitted.